Event description:
The customer contacted the siemens technical solutions center (tsc) and stated that user-defined result rules and panic result rules which were configured in the syngo lab data manager application software were not acted upon when results were received that met the criteria for the rules. There are no known reports of adverse health consequences due to the rules not acted upon when results were received that met the criteria for the rules.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the instances of results being released to the laboratory information system when they should have been held for review. Siemens healthcare diagnostics has confirmed that certain configuration parameters selected during configuration of reference ranges for assays may cause the reference ranges to not hold results as expected. Urgent medical device correction (umdc) 14-30 entitled "syngo lab data manager: custom reference range and sample report issues" was sent to customers in the united states in may 2014. Urgent field safety notice (ufsn) 14-29 entitled "syngo lab data manager: custom reference range and sample report issues" was sent to customers outside of the united states in may 2014. The umdc/ufsn instructs customers to review the custom reference ranges they currently have in place, remove units that appear to be duplicates from the units configuration screen, and edit the ranges that have the improper configuration for sample fluid type, units, or equipment model.